Event description:
On 12/10: customer states, "staff feels that the coiled tubing is not connecting well with the IV access angiocaths. Tubing becomes disconnected during injections, and injections have to be restarted." The coiled tubing is connected directly to the IV angiocath, no needle-less system is utilized.

Manufacturer narrative:
No product has been retained by the customer and the product lot number is unk. Covidien product monitoring requested that the customer please retain any future tubing or at least a lot number if the events were to reoccur.